Event description:
A report was received that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.